Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy (rotated heart). The reported poor image resolution is also due to challenging patient anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. Patient had a rotated heart which resulted in poor imaging. One clip was successfully implanted, reducing mr to a grade of 1. On (B)(6) 2021, transthoracic echocardiography (tte) was performed, and showed the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Although an slda occurred, the mr remained at a grade of 1. No additional information was provided.